Event description:
The customer reported that a pt's sample containing anti-d antibody reacted negative on the ortho provue analyzer. The gel cards processed by the analyzer were visually confirmed to be weakly positive. The customer repeated the sample in manual gel test and obtained a positive (1+) reactivity. False negative results can lead to transfusion of incompatible blood. The reactions interpreted by the instrument did not match manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer visited the customer site and performed adjustments to the gripper, optic camera and run a reference card to return the instrument to expected operation. No definitive root cause was determined. The customer ran and verified quality control.